Event description:
It was reported that when the patient sat on the stool she got shocked where the implant was. The patient stated that it occurred the day of the report and the day prior to the report. The patient stated that it sometimes went through the sacral nerve and sometimes to the hip bone. The patient decreased stimulation on the day of the report because it was not very comfortable. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0d84n, implanted: (B)(6) 2013, product type: lead. (B)(4).